Manufacturer narrative:
This event was discovered by an olympus fse while he was on-site. The fse was able to identify and correct the cause of the event so the facility staff could continue the procedure. At this time, the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During an olympus field service engineer (fse) visit, it was discovered that the visera elite video system center was no producing an image while being prepped for a procedure. According to the fse, the error was caused by two bent pins. He replaced those pins, and the subject device was functioning properly. Following the replacement, the procedure was completed as planned with no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed and no image is displayed due to pin bending of the connector socket. The cause of pin bending could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.